Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 5 minutes, using different finger sticks. His results were 280 and 400 mg/dl. The rptr did not have any symptoms. No control solution testing was done, and no further info was given.